Event description:
The customer called for troubleshooting due to high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. Found off no power, low battery and motor error alarms in the alarm history. The insulin pump passed the prime test, but failed the high pressure test twice. Advised the customer to discontinue using this insulin pump. A replacement was not necessary as the customer had already upgraded. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.